Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with insulin pump. Customer's blood glucose value was 283 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for possible leaks or air bubbles, site or insulin issues. The device settings were correct. Unable to perform high pressure test due to customer stated that the insulin pump was alarming no delivery already. Customer also reported that the insulin pump buttons were unresponsive. During keypad anomaly troubleshooting customer confirmed that the time was advancing. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces on escape button. No button error alarm and blank display noted during testing. Unable to confirm excessive no delivery alarm and unable to perform any tests due to button unresponsive. Pump received with corroded battery tube, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.